Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: as a proximal stent graft, zta-p-34-161-w1(e4008424), was placed adjusting with the artificial vessel anastomosis. The implantation plan was then to add the reported zta-p-40-117-w1 distally. During delivery of the reported zta-p-40-117-w1, the physician felt strong resistance between the wire guide (egoist interventional guide wire/from another manufacturer) and the implanted excluder (around the level of the right common iliac artery). Then, the reported delivery system was removed from the patient's body. The delivery was attempted again, but the situation remained the same. Therefore, the reported device was changed to zta-de-42-94-w1 (e3995433) and the delivery of the substitute device was performed again without any problem. Patient outcome: no adverse events to the patient were reported. The patient has recovered.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# pr357290 after investigation the event for this pr# is no longer reportable summary of investigational findings: as a proximal stent graft, zta-p-34-161-w1, was placed adjusting with the artificial vessel anastomosis. The implantation plan was then to add the reported zta-p-40-117-w1 (complaint device) distally. During delivery of the reported zta-p-40-117-w1, the physician felt strong resistance between the wire guide (from an other manufacturer) and the implanted graft from an other manufacturer (around the level of the right common iliac artery). Then, the reported delivery system was removed from the patient's body. The delivery was attempted again, but the situation remained the same. Therefore, the reported device was changed to zta-de-42-94-w1 and the delivery of the substitute device was performed again without any problem. The complaint device zta-p-40-117-w1 was returned without shipping stylet. Device evaluation was performed. Per device evaluation, the demo lunderquist wire guide was advanced through the cannula hub with minor resistance after flushing the device. Coagulated blood was pushed out of the cannula tube when the wire guide came through. The device was then flushed with water from the cannula hub to eliminate resistance from coagulated blood in the cannula tube lumen. When the curved part of the cannula tube was straightening, the wire guide could be advanced with very limited resistance. Review of the device history record gave no indication of the device being produced out of specification. It is possible that interaction with the implanted graft from an other manufacturer caused the inability to advance the device through it. However, based on the provided information it has not been possible to establish the cause of the reported event. It is noticed that zta device was used in combination with an artificial vessel and 2 zta devices were used for treatment of dissection, which is outside of intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.